Event description:
A bronchoscopy was performed with a disposable fiberoptic bronchoscope. After removal of bronchoscope, the tip of the bronchoscope was dangling with a fine wire/thread. Another fiberoptic bronchoscope was used to visualize the lung fields for any leftover pieces.

Event description:
A bronchoscopy was performed with a disposable fiberoptic bronchoscope. After removal of bronchoscope, the tip of the bronchoscope was dangling with a fine wire/thread. Another fiberoptic bronchoscope was used to visualize the lung fields for any leftover pieces.